Manufacturer narrative:
Awaiting the return of the device. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: [?]event[?]the device got stuck. [?]please indicate the details about the event that leads to occurrence of being stuck[?]after the lipv treatment, the wire got stuck when attempting to move the catheter and pull the wire. [?]please indicate the opinion of the physician regarding the cause of the occurrence of being stuck[?]it is possible that the wire was advanced into the distal branch of the lipv. However, the wire did not appear to be stretched when it was removed based on fluoroscopy. Therefore, it was considered that it was not caught, but rather there might be an issue related to the catheter and the wire. [?]please indicate the details on the method of releasing from being stuck[?]the wire could not be moved at all when pushed and pulled, so it remained in a flower state. Therefore, it was returned to the undeployed state. The catheter was retracted into the sheath, and the wire was pulled, so it was decided to be released. [?]was there another catheter inserted into the heart when the patient injury occur? [?]beeat was placed within the rv. [?]was an orion catheter used at the same time? [?]no [?]if q6 is a [?]yes[?], where was the orion located? [?][?]if q6 is a [?]yes[?], was the orion still able to deploy? [?][?]please indicate the size and name of the sheath that was used together[?]faradrive note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account.' In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: unknown infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes used before expiry date: no physician's comment: generator used ablation[?]catheter used other used event date: 2026-3-25 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions.